Event description:
It was reported during remote transmission that the implantable cardioverter defibrillator exhibited inappropriate therapy due to undersensing. It was also reported that the device had previous far r oversensing episodes. Programming changes were recommended but not yet implemented.